Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 189 mg/dl, 142 mg/dl, 132 mg/dl and 83 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).